Manufacturer narrative:
The reported event of the setscrew is missing was not confirmed. Analysis revealed that a user/physician in the field cut the septum out of the device and also did not return it. With the septum removed by the users in the field no analysis and no conclusions can be reached concerning if the setscrew was present in the device. The device history record indicates the setscrew had been installed during manufacturing. No confirmation or conclusion can be reached whether the setscrew was installed in the device or not due to the actions taken in the field.

Event description:
During implant, the pacemaker's set screw was observed to be missing. The event was resolved by explanting and replacing the pacemaker. The patient was in stable condition.